Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information received from the field representative indicated that the cause was not determined. The shocking lead impedance measurement will be monitored for this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range shock impedance measurements. The rv lead also exhibited high threshold measurements. A revision procedure was performed. During the procedure the physician attempted to laser extract the lead, but was unsuccessful due to tissue adherence to the left ventricular (lv) lead, which she didn't want to damage. Subsequently the rv lead was surgically abandoned and successfully replaced. The crt-d was also explanted as it had reached elective replacement indicator (eri). No additional adverse patient effects were reported.